Event description:
Info received from the healthcare noted that the pt developed an incisional hernia at the neurostimulator site. During repair of the hernia, the leads were damaged and had to be replaced. Device parameters were noted as 0.5 volts, pulse width of 420 us at a rate of 50 hz (time on: 4 seconds, time off: 1 sec). It was reported that the pt continued to have symptoms of nausea and vomiting after the replacement procedure.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.